Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to a pin-size hole. The hole was believed to be caused by an increase in patient abdominal pressure. There were no additional patient complications reported.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to a pin-size hole. The hole was believed to be caused by an increase in patient abdominal pressure. Patient had a recurring incontinence. There were no additional patient complications reported.

Manufacturer narrative:
This report is being filed to provide a correction to emdr 2124215-2024-34760 submitted on 07/03/2024. Regarding that report, the correct g3 aware date is 06/12/2024.

Manufacturer narrative:
Updated b5 describe event or problem, h6 patient codes.

Event description:
It was reported that this artificial urinary sphincter (aus) was explanted and replaced due to a pin-size hole. The hole was believed to be caused by an increase in patient abdominal pressure. The patient experienced recurring incontinence. There were no additional patient complications reported.